Event description:
It was reported that the patient presented in clinic for device upgrade. The right atrial (ra) lead had issues over-sensing noise. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable.